Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) displayed gas loss alarm. There was no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, g2, d10, h6 (type of investigation, investigation findings, component codes, investigation conclusions) the complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. - dr (B)(6) called in to request assistance with a gas loss alarm. He stated he had not experienced a gas loss alarm before. I had dr salehin perform proper troubleshooting: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. I encouraged dr salehin to call back should the alarm go off several times in an hour with the proper troubleshooting so we could troubleshoot further. I attempted to collected product surveillance information; however he was no longer at the patient¿s bedside. Dr salehin stated he would get back to me with the demographics and pump serial number. He was very appreciative of the assistance. I reached out to dr salehin several hours later without a response. - update: demographics given but cardiosave serial number unavailable.

Event description:
N/a.